Event description:
It was reported that system unexpected shutdown occurred. An angiojet spiroflex catheter was advanced for a thrombectomy procedure. The catheter was successfully primed and was inserted into the patient's body. However, during thrombectomy mode, the system shutdown or stopped all activity. The device was removed and reprimed and was able to worked correctly the second time. The procedure was completed with this device. No patient complications were reported.